Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-25. Investigation summary: material 297354 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record reviews for batches 0022834, 0260679 and 0036031 were satisfactory and no quality notifications were generated during manufacturing and inspection. In process checks are performed during manufacturing at designated intervals per procedures. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure and fill volumes were within specification. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhrs are reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum for this product was met. The complaint history was reviewed, and no other complaints have been taken on any of the three batches in question. Retention samples from batches 0022834 (10 tubes), 0036031 (10 tubes) and 0260679 (10 tubes) were available for inspection. No cap, media, or tube defects were observed in 10/10 retention samples from batch 0022834, 10/10 retention samples from batch 0260679, and 10/10 retention samples from batch 0036031. Batch 0260679 two photos were received for batch 0260679 in lieu of returns for investigation. One photo shows an open carton with tubes in the tube rack from batch 0260679. The edges of the carton in the photo seem to be creased as if from bucking, but it is difficult to observe from the photo. There are pieces of broken glass in the carton and there are three tubes in the packaging rack that have no media inside of them because the bottoms are broken. The second photo shows a plastic packaging rack with tubes from batch 0260679 pulled out of the carton to feature one empty rack position on the side edge of the rack indicating a missing tube. No other observations can be made from the photos. Bd ships product in temperature-controlled trucks to distribution centers. Distribution centers are provided with shipping and storage guidelines. Mishandling of the product and vibrations during shipping can cause broken tubes. The complaints for broken tubes and missing tubes in batch 0260679 can be confirmed by the photos provided. Bd will continue to trend complaints for broken tubes and missing tubes. Batch 0022834 for investigation of the complaint for contamination on batch 0022834, the retentions were tested. Two retention tubes were incubated. One tube was placed in the 33-37 degree c incubator and one tube was placed into the 20-25 degree c incubator for seven days. At the seven days incubation, neither tube showed any signs of microbial growth nor change in media appearance. One photo was received in lieu of returns to assist with the investigation for batch 0022834. The photo consisted of two tubes from batch 0022834. Both tubes have media that is turbid from what looks like microbial growth. It is not indicated from the photos or complaint description that the tubes were used prior to the observation of the defect. Bd will continue to trend complaints for contamination. The complaint for contamination on batch 0022834 can be confirmed based on the photo. Batch 0036031 no photos or returns were received to assist with the investigation for batch 0036031. For investigation the retentions were tested. Two retention tubes were incubated. One tube was placed in the 33-37 degree c incubator and one tube was placed into the 20-25 degree c incubator for seven days. At the seven days incubation, neither tube showed any signs of microbial growth nor change in media appearance. Bd will continue to trend complaints for contamination. This complaint cannot be confirmed for contamination in batch 0036031. A trend has not been identified for the three batches for this complaint. Therefore, there are no actions slated at this time. If you have further questions, please contact technical services.

Event description:
It was reported that while using bd bbl¿ trypticase¿ soy broth contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
The following fields should be considered updated with additional information: d.4. Additional lot number: 0036031; additional lot number expiration date: 2021-08-05 h.4. Additional lot number manufacture date: 2020-02-05.

Event description:
It was reported that while using bd bbl¿ trypticase¿ soy broth contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0260679, medical device expiration date: 2022-03-16, device manufacture date: 2020-09-16. Medical device lot #: 0022834, medical device expiration date: 2021-07-22, device manufacture date: 2020-01-22.

Event description:
It was reported that while using bd bbl¿ trypticase¿ soy broth contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.